Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient also reported, "I've been having pains". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported ¿I had breast implants about 7 years ago at (B)(6) surgery over the past year I¿ve been experiencing discomfort in the left for the last few weeks it¿s become worse so I went to the doctor who referred me to have an ultrasound that doctor then found that my implant has ruptured and is leaking and advised me to take action and have it or them removed and replaced.¿ this record relates to the left side. The device remains implanted.